Event description:
The surgeon reported the following event, "it was impossible to extract the locking screw and therefore, to explant the nail. We also bent the extraction instruments. The osteosynthesis devices are still in place."

Manufacturer narrative:
Device remains implanted. If the device or additional information becomes available it will be reported on a supplemental report.